Event description:
A malfunction was reported on a pump, indicated by a malf 12 code caused by a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared.